Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor message during warm-up occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. In addition, potential patient misuse which led to an early sensor expiration was found in connection to the reported allegation. The reported event of a new sensor message during warm-up is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.